Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported assembly incorrect component a labeled winding former with two needle/suture combinations was returned for analysis. During the visual inspection of sample, no product double armed was noted, however, an extra needle/suture combination into the winding former could be observed, resulting in a wrong number of components in the package, this is different than the requirements for the product(B)(4) of a strand per package. Per the condition of the sample, the assignable cause is an extra-needle/ suture combination in the packet.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was found that suture actually is a double armed, instead of single ended. No patient consequences.